Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. The customer also received an unexpected restart alarm that could not be cleared, due to the keypad issue. His blood glucose level was 72 mg/dl. Nothing further was reported.